Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# pm0002785; lot# 925310; mccolgan rt pm mini rvs gld. Item# 010000589; lot# 293070; comp rvrs 25mm bsplt ha+adptr. Item# 00434901213; lot# 64430724; humeral stem 12 mm stem diameter 130 mm stem length. Item# pm0002765; lot# 818030; mcgregor lt pm mini rvs gld. Item# 180560; lot# 042490; comp nlk scr 3.5hex 4.75x30 st. Item# 180559; lot# 420760; comp nlk scr 3.5hex 4.75x25 st. Item# 00434903600; lot# 64410127; poly liner plus 0 mm offset 36 mm diameter. Item# 180552;lot# 583350; comp lk scr 3.5hex 4.75x25 st. Item# 180553; lot# 035520; comp lk scr 3.5hex 4.75x30 st. Item# 115396; lot# 207160; comp rvs cntrl 6.5x30mm st/rst. Item# 110028045; lot# 572750; compr vrs 2.7 drill. Report source: foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03470 and 0001825034-2020-03662.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient was revised due to dislocation and disassociation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.